Event description:
An a2280 surgical bridge leaked a black, oily substance onto the surgeon's hands and the patient's drape during a cystoscopy procedure. According to the hospital surgical technician, the black substance did not leak into the patient and the procedure was completed with the same device.